Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok and contrast buttons were intermittently unresponsive. The patient stated all the keypad buttons did not click normally. The patient denied damage to the keypad. The patient reportedly wore the pump in a case in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be peeling around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok keypad button was intermittently responsive. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.